Manufacturer narrative:
Investigation is pending.

Event description:
In 2007, the representative opened his loaner kit and found the screw disassembled. There was no patient contact. Screw was shipped back for exchange.